Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports that when turning the patient around, the nurse noticed that the catheter had fallen on the floor; the connector was still fixed to the skin, but the catheter had come loose. The nurse pressed the bleeding orifice; dialysis was stopped. No harm to the patient as the nurse was with the patient and took immediate action. Catheter was replaced.